Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on ¿(B)(6) 2015, around 9am¿ when the patient obtained blood glucose results of ¿80 and 145 mg/dl¿ on the subject meter, which were tested less than 20 minutes apart. The patient manages his diabetes with insulin (self-adjuster) and from ¿(B)(6) 2015¿continued with his usual dose of ¿20 units lantus novolog¿ including sliding scale. The patient denied he developed any symptoms. However, on ¿(B)(6) 2015 9:00pm¿ the patient reported attending emergency room (ER) and receiving a glucagon injection from a healthcare professional (hcp) at this same time the patient stated they obtained a blood glucose reading of 20mg/dl on the ER meter and 41mg/dl on the lfs meter. At the time of troubleshooting, the cca noted that the correct unit of measure, testing steps and approved sample site were used at the time of testing. The test strips used were stored correctly and within their expiry date. The test strip vial was also intact. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.